Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the power switch was defective causing the alarms not to function.

Event description:
Per dealer will not alarm when being tested.